Event description:
It was reported that the asymptomatic patient presented in the clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. On (B)(6) 2017, the device was explanted and replaced. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The field complaint of backup vvi was confirmed. The battery was at end of life level due to normal battery depletion. The device was tested on the bench and no anomalies were found.